Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that they inquired about MRI compatibility but stated that per patient, 4-5 months ago, there was a "modification" to the paddle to recharge the battery. Caller didn't have any further information about these events but was going to attempt to obtain more information from the patient and hcp. Tss reviewed that patient would need to charge equipment and ins in order to access MRI mode as recommended.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6)2021 explanted: product type lead product ID 977a260 lot# serial#(B)(6) implanted: (B)(6) 2021explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) , ubd: 04-dec-2024, UDI#: (B)(4). ; product ID: 977a260, serial/lot #: (B)(6) ubd: 28-jan-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The indication for use was spinal pain. It was reported that during the call, the patient stated they have not charged the implant in awhile because they got cancer and had chemo. The patient had a procedure where had half their stomach taken out and there were "things messed up" with the surgeries. The patient was concerned that the surgeries related to the cancer may have damaged the leads. The manufacturer's patient services specialist (pss) redirected the patient to their healthcare provider.